Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? To clarify "the knife pushed the stomach": did the knife advance but not cut the stomach tissue? To clarify "the reload found to be broken.": was any part of the reload found damaged? If so, did any piece of the reload fall off/in to the patient?

Event description:
It was reported that after reloading the defected unit in the staple (which was the 3rd reload), after firing initiation, the staple stucked, the surgeon tried to complete the firing process, then the knife pushed the stomach, he stopped, and reversed the operation, the reload found to be broken.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one ecr60b cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. Damage to the cartridge deck was noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60b cartridge reload was received. The reload was received partially fired 1/3 and with damage on cartridge deck. No functional test was performed due the condition of the reload. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.